Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An office manager reported eye tracker not working on a patient's left eye during lasik. Doctor proceeded with the case without the eye tracker. Surgeon was not concerned about outcome and felt confident about outcome. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. During the onsite visit , the territory manager zeroed out eye tracker offsets and peaked infrared arrays. The system meets company specifications per service test procedure. According to the operators manual, default setting of the eyetracker for treatment is on. Treatments must not be performed with deactivated or defective eyetracker. According to the procedure manual, the user must not switch off the eyetracker function. If the ablation is done without eye tracking, deviation of the best possible clinical result may result. The root cause is a need of readjustment of the eyetracker and infrared arrays. The deeper root cause for the need could not be determined conclusively. The possible root cause could be that the alignment of eyetracker and infrared arrays at last service visit was not optimal. The manufacturer internal reference number is: (B)(4).